Event description:
Per the clinic, the device was explanted on augu(B)(6) 2022, due to other medical reasons. There are no plans to reimplant the patient with a new device as of the date of this report.